Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable sodium and chloride results for one patient sample using the ise indirect na, k, ci for gen.2 assay on the cobas 6000 c (501) module. The initial results were released outside of the laboratory, and no alarms occurred. The initial sodium result was 120 mmol/l. The repeat result was 138 mmol/l. The initial chloride result was 118 mmol/l. The repeat result was 100 mmol/l. The sample volume was adequate. The repeatability was acceptable. The customer repeated another sample and had "similar results" which were "okay." The results were not provided. There was no allegation of an adverse event with the patient. The sodium electrode lot number and expiration date were not provided. The chloride electrode lot number and expiration date were not provided. Investigation activities are ongoing.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but not provided. The field service representative inspected the instrument and cleaned a wash station, checked the control mechanism, cleaned the ise compartment, performed a system prime, and checked the reference electrode. Calibration and qc were acceptable. The customer stated that they had another instance of discrepant sodium results on (B)(6) 2017. The initial result was 160 mmol/l; the repeat result was 142 mmol/l. The customer was asked to perform a proper maintenance of the rinse unit with a focus on the tubing and nozzles. The customer stated results improved after these actions.

Manufacturer narrative:
The customer stated that they had another instance of discrepant sodium results on (B)(6) 2017. The initial result was 178 mmol/l with a data flag. This result was released outside the laboratory. The repeat result was 139 mmol/l. The patient also had a potassium result of 3.5 mmol/l and a chloride result of 107 mmol/l. The field service representative performed a precision check on (B)(6) 2017 which was acceptable. A specific root cause could not be identified for the discrepant results from (B)(6) 2017. Additional information was requested for further investigation, but was not provided. Possible root causes were identified for the discrepant results from (B)(6) 2017 previously reported. These could include air in the sample channel; leakage current coming from the waste; and an old or expired reference electrode. The most likely root cause is a disturbance within the kcl/sipper flow path (e.g., micro bubbles, grounding effects, partial clogging).